Event description:
It was reported that the patient went to the emergency room after receiving a patient alert. It was further reported that upon interrogation, the superior vena cava impedance was fluctuating and there was a measurement of greater than 200 ohms. Device alerts were programmed off. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.